Event description:
It was reported that during the stenting treatment procedure, stent damaged occurred. The physician attempted to advance a 2.50mm x 24mm promus element mr stent delivery system (sds) to the unspecified target lesion; however, the device did not cross the lesion. The device was removed and it was noted that the stent got flared. The procedure was completed with a different device. No complications were reported and patient's condition was good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during the stenting treatment procedure, stent damaged occurred. The physician attempted to advance a 2.50 mm x 24 mm promus element mr stent delivery system (sds) to the unspecified target lesion; however, the device did not cross the lesion. The device was removed and it was noted that the stent got flared. The procedure was completed with a different device. No complications were reported and patient's condition was good.